Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2025. The symptoms occurred within 3 or more hours of insertion. The insertion site was abdomen. The infusion set was in use for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.